Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that user error has contributed to this event. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of battery issue was confirmed through the event history due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).